Event description:
A 500-550 lb. Pt was transferred to this facility from another facility with a tracheostomy tube already in place. The pt was placed on a barikare electric bed with a pressure relief mattress overlay. The bed with pt was placed in an upright sitting position. The pt slid down the bed onto the floor, resulting in a pulling force being applied from the ventilator to the tracheostomy tube. Eight hours later there were problems with the tracheostomy tube sliding up and down. Thirty-six hours after the bed incident, the pt's airway was no longer patent and the pt arrested (asystole). The pt was successfully resuscitated.